Event description:
It was reported that the implant at tooth site #14 was removed due to an infection. Patient had pain, edema and inflammation. The area was grafted with allograft prior to the original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event is not provided / unknown. Initial reporter¿s title and email address are not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.